Manufacturer narrative:
Trackwise ID 694946. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 jaws started peeling from the tip piece by piece. It was not inserted improperly into the working port. They are having difficulty sliding smoothly in the working port, it results in a jerky an spastic deployment as the device is moved in and out of the end of the device. One piece was retrieved from the patient's leg. The debris was removed using the grasper function of the hp1. Nothing was left in the leg. No additional incisions were made. The procedure was delayed first retrieving the broken insulation, then working with the product as it continued to degrade. A new device had to be opened to complete the case. There was no patient injury or side effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/27/2022. A photograph was provided by the account. A photographic inspection was conducted on 10/25/2022. Signs of clinical use and evidence of blood and charred tissue were observed on the jaws, heater wire, and metal tip of the shaft. The gray silicone insulation of the cold jaw was observed to be peeled with pieces detached, exposing the metal jaw. The silicone insulation of the hot jaw and the heater wire were observed to be intact with no visual defects observed. An investigation was conducted on 10/17/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula handle, btt, c-ring, and jaws of the harvesting device. Additionally, charred tissue was observed on the heater wire and between the jaws of the harvesting device. The c-ring and btt were observed to be intact with no visual or physical defects observed. A microscopic inspection was conducted. The gray silicone insulation of the cold jaw was observed to be peeled with pieces detached, exposing the metal jaw. The detached silicone pieces were not returned for evaluation. The silicone insulation of the hot jaw and the heater wire were observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the photographic evaluation and investigation results, the reported failure "peeled; jaw" was confirmed. The lot # 3000258498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.